Event description:
The customer activated the pod at 6:38 am and at 7:17 am his blood glucose was 182 mg/dl and he had a meal containing about 76 grams of carbohydrate. No meal bolus was reported. His bg measured 358 mg/dl at 10:02 am, "high" (>500 mg/dl) at 10:43 am. At 11:23 am his bg was 497 mg/dl, so he deactivated the device at 11:26. The cannula was "kinked to the left." Two and a half hrs after placing a new pod his bg was 195 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."